Event description:
It was reported that there was a split at the interface of the warm liquid pipe. Additional information was not available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that there was a split at the interface of the warm liquid pipe. Additional information was not available.